Manufacturer narrative:
The returned device analysis could not confirm the reported difficult to open or close (gripper actuation - single) and the reported difficult to open or close (gripper actuation) as both grippers were able to lower and raise as intended without issue. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot which could have contributed to the reported issues. Additionally, a review of the complaint history did not identify a lot specific issue at this time. Based on the information reviewed, a cause for the reported difficult to open or close (gripper actuation - single) and the reported difficult to open or close (gripper actuation) could not be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.na

Manufacturer narrative:
The device has been received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report a gripper actuation issue. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 2-3. The clip was inserted and advanced into the left atrium. While actuating the grippers, both grippers would not lower. The physician took some a-knob off, and at this time it was noticed that the posterior gripper would not lower. Troubleshooting was performed, but the posterior was still unable to lower. The clip was removed and replaced. Another clip was inserted and successfully implanted, reducing mr to a grade of 1. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.